Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - the complaint device was received and locally assessed at chile service center. There was no allegation of malfunction against the device from the customer, defects were identified during service evaluation. Per service reports, this complaint can be confirmed. During the local assessment the following defects were identified: ¿ button failure the device was however deemed non-repairable and was returned to the customer unrepaired. The root cause for the device failure could not be determined during the service evaluation. A manufacturing record evaluation was performed for the finished device lot number (1113m2956), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that the commands on the micro tornado hp w handcontrol device did not respond correctly as it would jump from oscillating to automatic forward. There was no procedure nor patient involvement reported. No additional information was provided.